Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was unable to reproduce the issue. The drive assembly was replaced. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) stops pumping intermittently and goes into standby mode. A low augmentation alarm was noted. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period jun 2019 through may 2021 was reviewed. There were no triggers identified for the review period.